Event description:
Had nevro scs installed (B)(6) 2025. Defective 5 days later. Having new one implanted (B)(6). Several impedances went out. Felt like my legs were being electrocuted. Turned it off. Reps lied to me saying don't worry about it program not using those impedances. First 2 then 4 now 8.